Event description:
This console was not on a patient. During a routine console checkout, the battery test on the alarm panel failed to indicate "green" upon test. A new battery set was installed, and the console successfully passed console checkout. Syncardia has requested that the batteries be returned for evaluation. This alleged failure mode did not poses a risk to a patient because it occurred during routine console checkout and was not on a patient. In addition, this alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions because the primary and backup controllers have independent battery power, which functioned as intended.